Manufacturer narrative:
Context: a customer in canada notified biomérieux of experiencing an increase in bacillus species in blood cultures since may when using the bact/alert® fa plus bottles (plastic) (reference 410851). Investigation: batch history record and complaint trend analysis there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results the scope of the investigation is for the following bact/alert culture bottles that showed increased recovery of inoculated bottle contamination with bacillus cereus in bact/alert fa plus bottle type. Root cause analysis: based on the evaluation of data and very limited information provided by the customer, there are two most probable root causes for contamination of bact/alert fa plus culture bottles with bacillus cereus pertaining to complaint inv-6647. Manpower: completion of manufacturing activities are required to be appropriately documented and meet good manufacturing practices. The customer did not find contaminated bact/alert culture bottles during their internal investigation. However, the customer did not communicate the process or technique used to disinfect the bottle caps and/or venipuncture sites on the patients prior to sample collection. Inadequate collection process or technique can lead to a potential route of contamination. Manpower is a potential contributing factor to this complaint. Environment: the internal investigation by the customer determined that the bact/alert culture bottles stored on the wards and warehouse were not contaminated with bacillus cereus. Other hospitals in the area that share the same warehouse where the bact/alert culture bottles are stored did not report any bacillus cereus contamination issue. Bacillus cereus was evaluated in the following article: food sensing: detection of bacillus cereus spores in dairy products- jasmina vidic, carole chaix, marisa manzano, and marc heyndrickx: biosensors 2020,10,15; doi:10.3390/bios10030015. Bacillus cereus is a gram-positive, rod-shaped, spore forming organism commonly found in soil, water, air, and food processing settings. Bacillus cereus is capable of growing between 4°c to 50°c. This organism has been known to survive as spores in non-favorable conditions (e.g. Reduced oxygen, dry). Spores can easily spread can resist several environmental factors: low and high temperatures, disinfectant chemicals, ultraviolet light, ph form 1 to 5.2, and high temperature shock (95°c for 2 minutes). Bacillus cereus spores can remain dormant without nutrients for an undetermined length of time and will germinate when environmental conditions are favorable. Environmental conditions such as dust, dirt, light, temperature, biological material, and humidity conditions of the manufacturing area or the exposure of the patient sample at a customer¿s site will contribute to the root cause of an issue. Manufacturing processes for bact/alert culture bottles expose the bottles to higher temperatures than the survival temperature of bacillus cereus. Monitoring of environmental parameters occurs for manufacturing rooms and all bact/alert culture bottle release records. There is no indication that the bacillus cereus contaminant originated from the manufacturing facility. Therefore, the suitable environment for the growth of the bacillus cereus contaminant is at the customer¿s site. The higher contaminated bottle counts were in the coronary care unit, intensive care units, and emergency rooms. Environment is a potential contributing factor to this complaint. Conclusion: the investigation identified no evidence of any bottle malfunction with the bact/alert fa plus (plastic) culture bottle lots. The two most likely sources of potential contamination are human or environmental factors in the customer¿s processes. The investigator reviewed the instructions for use [IFU] and determined they provide adequate direction to prevent specimen contamination during collection/inoculation into the bact/alert bottles.

Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Description of the issue: a customer in canada notified biomérieux of experiencing an increase in bacillus species in blood cultures since may when using the bact/alert fa plus bottles (plastic) (reference 410851). The customer stated that the occurrences include multiple hamilton hospitals/wards and bact/alert fa plus lot numbers. Lot numbers were not provided by the customer. The customer¿s internal investigation did not identify the culture bottles as the source of the contamination. Indeed, the customer has not isolated any bacillus from multiple swabs and bottles (from the patient ward, and a case of bottles from the warehouse). The customer also also contacted colleagues at multiple hospitals in the area and they have not had an increase in bacillus. They get their bottles from the same warehouse. This would imply that bactalert bottles are not the source of contamination. In addition, the customer does not want to provide complete bottle information, indicating the customer understands bactalert bottles are likely not the source of contamination. Biomérieux global customer service (gcs) recommended the following: - use one disinfectant wipe per bottle top, as spores are resistant to disinfectants. The mechanical wiping action picks the spores up off the bottle stopper. - insure the phlebotomist is not laying the bottle down in the patient's bedding, as bedding can harbor spores. Some room air enters the bottle when it is punctured to be inoculated. - the bottle should be held away and vertical, so the user can see the fill volume for direct draw. - other items involved in blood collection can be a source for contamination also; gloves, hand sanitizer, alcohol preps, etc. Insure all supplies and phlebotomy trays are stored in clean areas. There is no definitive evidence that the system did not perform as intended to detect microbial growth. There is no indication or report from the customer that the fa plus results have led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Description of the issue: a customer in (B)(6) notified biomérieux of experiencing an increase in bacillus species in blood cultures since may when using the bact/alert fa plus bottles (plastic) (reference 410851). The customer stated that the occurrences include multiple hamilton hospitals/wards and bact/alert fa plus lot numbers. Lot numbers were not provided by the customer. The customer¿s internal investigation did not identify the culture bottles as the source of the contamination. Indeed, the customer has not isolated any bacillus from multiple swabs and bottles (from the patient ward, and a case of bottles from the warehouse). The customer also also contacted colleagues at multiple hospitals in the area and they have not had an increase in bacillus. They get their bottles from the same warehouse. This would imply that bactalert bottles are not the source of contamination. In addition, the customer does not want to provide complete bottle information, indicating the customer understands bactalert bottles are likely not the source of contamination. Biomérieux global customer service (gcs) recommended the following: - use one disinfectant wipe per bottle top, as spores are resistant to disinfectants. The mechanical wiping action picks the spores up off the bottle stopper. - insure the phlebotomist is not laying the bottle down in the patient's bedding, as bedding can harbor spores. Some room air enters the bottle when it is punctured to be inoculated. - the bottle should be held away and vertical, so the user can see the fill volume for direct draw. - other items involved in blood collection can be a source for contamination also; gloves, hand sanitizer, alcohol preps, etc. Insure all supplies and phlebotomy trays are stored in clean areas. There is no definitive evidence that the system did not perform as intended to detect microbial growth. There is no indication or report from the customer that the fa plus results have led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.